Manufacturer narrative:
Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the instrument would not fire. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was pre-fired. There were staples protruding from the proximal staple cartridge channel. The reload was loaded into a pmv representative device for functional testing. The interlock was overridden, and the reload tested satisfactorily. Replication of the pre-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the current historical complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.